Event description:
Affiliate reported that a needle broke during an unspecified procedure. The needle fragment could not be visualized and the wound was therefore, closed resulting in a retained foreign body. The patient will be brought back to the clinic for foreign body excision at an unspecified time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.